Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient developed intestinal leak and peritonitis. The patient was admitted electively for a laparoscopic assisted right hemicolectomy which was performed on (B)(6) 2020. The ileocolic anastomosis was performed as stapled side to side functional end to end as it was usually performed. In the post-operative period, the patient started having abdominal pain that progressively got worse, and developed signs of peritonitis. The patient was taken back to the operating room on (B)(6). It was found that there was a leak with three small holes 1 mm apart along one of the staple lines. All other 3 staple lines were fine. The staple line was oversewn to resolve the issue. The procedure was converted from laparoscopic to open unrelated to the device problem.